Event description:
It was reported that the tenaculum forceps instrument stopped responding during a da vinci myomectomy procedure. It was noted a wire was exposed. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that intuitive motion was not being experienced because the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found.